Manufacturer narrative:
As spheres were used in surgery, no return expected. No impact on pt outcome reported.

Event description:
A medtronic rep reported during a cranial surgery, the surgeon had trouble tracking during navigation due to bad spheres. They replaced the spheres with new ones and were able to navigate as planned. No impact to pt outcome was reported.